Event description:
It was reported that a patient failed to follow therapy steps during priming of the homechoice (hc) machine. The patient stated that they connected to the hc machine by accident before priming. The technical service representative (tsr) assisted the patient with ending therapy and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient stated that they accidentally connected to the homechoice machine before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. It provides step-by-step instructions for properly repriming the patient line. Should additional relevant information become available, a supplemental report will be submitted.